Event description:
New information notes the left ventricular lead was explanted and replaced on (B)(6) 2014. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high impedance and loss of capture. The device was reprogrammed.